Event description:
It was reported that during cleaning after a surgical procedure at the user facility a screw at the blade mount broke. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during cleaning after a surgical procedure at the user facility a screw at the blade mount broke. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The reported event of a broken screw was duplicated. It was confirmed by a manufacturer service technician that the lever on the blade mount was broken off through visual evaluation.